Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during the use of the product, the customer found air leakage from the cuff. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One tracheostomy was returned in used condition for evaluation. Visual inspection found the device to be in good physical condition. The tracheostomy underwent functional testing for leakage which included inflating the cuff and submerging it under water. No discrepencies were observed. The customer's reported complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. Additional information was included on this report.